Event description:
The customer reported that the mainframe steering was difficult to turn and manipulate. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering assembly was evaluated and the nylon bearings were replaced. The system was tested and found to be working as intended and returned to service.